Event description:
It was reported that during an a-flutter right side procedure in the right atrium while adjusting the coronary sinus catheter for the transseptal puncture, a thrombus was seen at/around the cs catheter. The pt was given 5000ie heparin directly to the right atrium. After that the thrombus was not seen in the ventricle or atrium anymore. Prior to the procedure, there was no thrombus noted in the heart. Some pulmonary tests to check the pressure were performed. Everything seemed alright with the pt.